Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. It is indicated that the stent delivery system is not returning for evaluation, therefore a failure analysis of the device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.

Event description:
It was reported that the patient was undergoing a diagnostic procedure when it was noted that the previously placed proximal common carotid artery rx acculink stent had fractured. The proximal end of the stent had a loose flap that moves with each heartbeat. The patient was reported as asymptomatic. The physician is concerned that the flap may break off or cause thrombus and embolism. Although no intervention has been performed, additional stenting is being considered as treatment. Subsequent information received states that the tapered rx acculink stent was implanted (B)(6) 2010 and is situated across the carotid bifurcation. On a routine duplex ultrasound follow-up after carotid stenting, the velocities were very odd, and it was suspected that the stent may be fractured. An angiography was performed. A cd with fluoroscopy runs of the carotid stent were received and reviewed by an abbott clinical. On the fluoroscopy a few rings in from the proximal end of the stent appears a piece of stent strut about 1 mm long fluctuates at a frequency consistent with the heart rhythm. Looking at a still image of the area, the stent ring at that level appears broken. There appears to be a single strut fracture in one ring. The loose strut end appears to fluctuate with the blood flow; the reviewer concurs with the physician concerns. All available information has been provided.